Event description:
The customer contact reported a leak. It was reported that the vial was to be used to deliver an unspecified volumes of hydromorphone 2 mg/ml and 0.9% sodium chloride. The customer contact reported that during manually filling of the vial with the medication, solution leaked at an unspecified location of the injector of the vial. Though requested, no additional information was provided, including if the vial was replaced.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.